Manufacturer narrative:
Citation: ibebuogu un. Review of reported causes of device embolization following trans-catheter aortic valve implantation am j cardiol. 2015 jun 15;115(12):1767-72 doi: 10.1016/j.amjcard.2015.03.024 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of reported causes of device embolization following trans-catheter aortic valve implantation. All data were collected from multiple centers between 2002 and 2013. The study population included 3,621 patients (predominantly male; mean age 80 years), 1014 of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients with valve embolization, 12 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Adverse events included: valve embolization, malpositioning, use of a snare to reposition, stroke, conversion to open heart surgery, arrhythmia, and minor vascular injury. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.